Event description:
A patient was found cleaning his silverware and dishes from a food tray with caviwipes before eating off of them. Patient has obsessive compulsive disorder (ocd) and said a staff member had given him the wipes earlier in the day. Caviwipe container has a picture of a baby in a circle with a line through it, however, the container is not clearly marked as a cleaning product not for use on humans.